Event description:
It was reported that following an ablation procedure, the patient developed a hemorrhage. Ultimately, the patient had a craniotomy as a result of intracranial pressure. The patient was placed in a medically induced coma, and was stable. There were no further patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.